Manufacturer narrative:
The insulin pump was received with frozen screen and constant tone due to faulty component on the motherboard. Unable to perform the functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen screen. The pump had cracked case at the display window corners, battery tube threads, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that his insulin pump suddenly began to give off a constant tone and when the customer changed the battery the insulin pump was frozen on the screen that displays the device's software version. The patient's blood glucose this morning was 300 mg/dl, which he treated with shots. Troubleshooting was initiated for the frozen screen. The customer confirmed that no alarms occurred and that the buttons were unresponsive. The customer removed the battery and inserted a new battery: time advanced but the device got stuck on the version screen again. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.